Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently displayed "exhalation system fault"and "compressor fault-2001 " error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction of "compressor fault - 2001" was observed during review of the data logs. However, the device was put through bench handling, power cycling, and functional stress testing using test accessories without duplicating a malfunction to the device. The smart pneumatic module board was scrapped and replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.